Manufacturer narrative:
T:slim user guide states, "only your healthcare provider can determine and help you adjust your basal rate(s), insulin-to-carbohydrate ratio(s), correction factor(s), blood glucose (bg) target, and duration of insulin action." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer "guessed" what the pump settings should be and input them into the pump. Customer's blood glucose level dropped to 60 mg/dl. Tandem technical support guided the customer through adjusting the pump settings.